Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: stent delivery system was returned for analysis. The stent was not returned for analysis and it was confirmed in the complaint report that the stent was placed at the targeted lesion in the patient¿s body. As part of the analysis, the manufacturing data for the stent length of the returned device was performed. The stent length for the returned device at the time of manufacture was within the synergy ii stent length specifications. The balloon cones were reviewed and no issues were noted. The balloon appeared as if it was subjected to positive pressure, crimp stent markings were visible on balloon body indicating that the stent was crimped on the balloon prior to deployment. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the stent appeared longer than anticipated. A 3.00 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system was successfully implanted. The procedure was completed with this device. No patient complications were reported and patient's condition is fine. However, the physician felt that the stent implanted was longer that 16mm.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that the stent appeared longer than anticipated. A 3.00 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system was successfully implanted. The procedure was completed with this device. No patient complications were reported and patient's condition is fine. However, the physician felt that the stent implanted was longer that 16mm.